Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states he noticed the seat of commode starting to crack a couple months ago (6) will not be using it. MDR filed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states he noticed the seat of commode starting to crack a couple months ago (6) will not be using it. MDR filed.

Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued MFR report #1525712-2012-01761 indicating the manufacturer aware date as (B)(4) 2012. The correct date is (B)(4) 2012. (B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.